Event description:
A customer contacted global technical service (gts) regarding the home patient (hp) disconnecting from the homechoice (hc) because they had an emergency. The hc alarmed with a system error 2240 (B)(4). The hp stated their son fell off the bunk bed and they disconnected. The hp stated they came back to the hc when the system error occurred and they cycled the power. The hp stated the hc started the therapy over again, but they were in dwell 5 of 6. The technical service representative (tsr) asked the hp if they started over with new supplies. The hp stated no (this complaint). The tsr had the hp press stop. The tsr explained the system error 2240 alarm to the hp. The tsr had the hp close the clamps, disconnect, and cycle the power. The hc alarmed power restored in drain 2 of 6. The tsr reviewed the drain volume as 707ml. The tsr assisted the hp with ending the therapy and getting the set out. The tsr recommended the hp contact the registered nurse (rn) about the alarm and using the same supplies. The tsr recommended the hp contact baxter if they have the system error 2240 or system error 2367. The tsr explained the hp can finish the therapy with manual bags. The homechoice (hc) was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed that disposable products are intended for single use only when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.